Event description:
It has been reported to philips that the system gave a remote alert indicating a button was active at start up, which would prevent the system from completing the boot process. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.